Event description:
The site reported the following: a patient with an admitting diagnosis of shortness of breath and angina with exertion was undergoing a cardiac catheterization. Images of the right coronary artery had been obtained. The technologist prepared the left coronary catheter by filling it with contrast in the aorta, but had not engaged to the ostium of the left main. The patient began having st depression and a test injection was initiated into the left main. The left anterior descending and circumflex coronary vasculature were not visualized./ only the left main was patent. The technologist reported an error code and message prompting the user to disconnect from the patient. The staff disconnected from the patient, cycled the power, re-purged the system, and completed the procedure without further incident. The patient required medical intervention including intubation, stent placement, and admission to the intensive care unit. The site has been contacted for an update of the patient's status; however, it is unknown at this time.

Manufacturer narrative:
A system service check of the injector, performed on (B)(4) 2012, confirmed the injector was operating within medrad specifications. Review of the system's flight recorder by interventional engineering confirmed the presence of the 1316 error code; therefore, confirming the reported symptom. Interventional engineering concluded that the reported symptom most likely occurred due to a malfunction of the ram or memory located single board computer (sbc) inside of the display (dcu). Review of the hazard documents found that the reported symptom most likely caused an interruption in the procedure which is considered to be "non-serious" in severity. The recurrence of this failure mode could result in non-serious injury or illness or a readily recoverable environmental impact. The disposables were discarded and the site is unable to provide a lot number; therefore testing of retain samples is not possible. Additional applications training was offered; however, the site declined.